Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient's skin? Was the needle retrieved completely? If yes, was it removed during the same procedure? Was any additional damage or dissection needed or prolonged surgery time to remove the needle piece that resulted into unexpected outcomes or complications or change in patient treatment. How was case completed? Is the needle piece still retained in patient? If yes, what is the surgeon's opinion about needle retained in patient? Were x-rays taken? Results? Location and size of the needle piece retained? Is there any plans to remove the needle piece? Were there any other patient consequences? If yes please explain and indicate what medical/surgical intervention was provided. This medwatch report is in response to receipt of facility report # 4500150000-2018-8015. [(B)(4)].

Event description:
It was reported that a patient underwent a left breast mass excision in (B)(6) 2018 and suture was used. During the procedure upon closing on the final stitch, the needle broke in half under the skin. There were no adverse patient consequences reported. Additional information has been requested.